Event description:
It was reported that the patient experience intermittent dizziness and collapsed. The patient presented to the hospital and pacing pauses were noted on the electrocardiogram. Ventricular oversensing resulting in pacing inhibition was suspected. The ventricular sensitivity was adjusted and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.